Event description:
It was reported that, 3 years ago, the patient had a tha by using a super secur-fit plus stem and adept metal on metal hip system. She felt a fullness on her hip. A surgeon checked her joint fluid to tap. As a result, it was black.

Manufacturer narrative:
An event regarding black fluid and discoloration of tissues in the hip joint involving a secur-fit plus stem was reported. Conclusions: the reported combination of a competitor adept mom system and stryker's super securfit stem is an off label application of the stryker device. Additionally, clinician review of the provided records indicated the tissue staining and impingement were secondary to malposition of the competitor acetabular component and unrelated to the securfit stem

Event description:
It was reported that, 3 years ago, the patient had a tha by using a super secur-fit plus stem and adept metal on metal hip system. She felt a fullness on her hip. A surgeon checked her joint fluid to tap. As a result, it was black.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it is still implanted. Additional information has been requested and if received, will be provided in the supplemental report.